Event description:
It was reported that approximately one month post implant procedure, the patient developed a bacteremia with possible secondary infection. It was noted that the patient complained of discomfort, a fever, pain and was sepsis/septicemia. It was also noted that the patient had polymicrobial bacteria, including skin and intestinal flora. It was further reported that the patient was in bradycardia at the facility. Blood cultures were taken and was positive for polymicrobial flora. The first set was positive for escherichia coli and pseudomonas by polymerase chain reaction (pcr), growing gram negative, pseudomonas aeruginosa, and morganella. The second set of the pcr test was positive for staphylococcus epidermidis, bacteroides fragilis, growing gram-negative rods, gram-positive cocci and pseudomonas aeruginosa. The cardiac resynchronization therapy pacemaker (crt-p) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month post implant procedure, the patient developed a bacteremia with possible secondary infection. It was noted that the patient complained of discomfort, a fever, pain and was sepsis/septicemia. It was also noted that the patient had polymicrobial bacteria, including skin and intestinal flora. It was further reported that the patient was in bradycardia at the facility. Blood cultures were taken and was positive for polymicrobial flora. The first set was positive for escherichia coli and pseudomonas by polymerase chain reaction (pcr), growing gram negative, pseudomonas aeruginosa, and morganella. The second set of the pcr test was positive for staphylococcus epidermidis, bacteroides fragilis, growing gram-negative rods, gram-positive cocci and pseudomonas aeruginosa. Antibiotics was administered and the cardiac resynchronization therapy pacemaker (crt-p) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.